Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the popliteal artery. During the procedure, a 5x120mm supera self-expanding stent system (sess) was advanced to the target lesion and deployed. However, during removal of the stent delivery system, it was noted that the stent did not release from the delivery system and was removed with the delivery system. There was no adverse patient effect and no clinically significant delay in the procedure. Another unspecified stent was implanted to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure including expansion failures was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 100% stenosed lesion and/or inadvertent mishandling resulted in the noted inner member damages (multiple kinks, stretched, collapsed) and the noted stretched tip jacket; thus preventing the ratchet to properly engage and release the stent from the delivery system thus resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, the following information was received: it was reported that the procedure was to treat a 100% stenosed lesion in the popliteal artery. During the procedure, a 5x120mm supera self-expanding stent system (sess) was advanced to the target lesion and deployed. However, during removal of the stent delivery system, it was noted that the stent did not fully release from the delivery system and was removed with the delivery system. There was no adverse patient effect and no clinically significant delay in the procedure. Another unspecified stent was implanted to successfully complete the procedure. No additional information was provided.